Event description:
During ptca, pt had taxus drug eluting stent deployed in lad. The pt had an uneventful recovery period, but shortly after discharge began to experience atypical chest discomfort, bronchospasms, tachycardia with palpitations, hypertension and symptoms of pleurisy. Pt was hospitalized at different facility. Subsequent heart cath revealed patent stent. Cardiologist approached reporter and asked to notify FDA that he believes pt is having some type of reaction to stent.